Manufacturer narrative:
An event of "the valve was explanted for unknown reasons" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis; however, two photos were received for analysis. Based solely on the aforementioned photos, the valve appeared to have a torn cusp. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that in 2008, an unknown sized epic tissue valve was implanted. On (B)(6) 2021, the valve was explanted for unknown reasons. It is unknown if there were associated patient symptoms. An unknown sized, unknown manufacturer device was implanted. The patient status was reported as unknown. Additional information was requested, however unable to be obtained.